Manufacturer narrative:
Initial reporter last name ¿ (B)(6). Initial reporter postal code - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This issue occurred during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.